Event description:
During a 6 month maintenance check, it was identified the device delivered low energy. No pt involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Eval confirmed the complaint, that the device was delivering low energy. Investigation found that a transformer on the fire control board had failed. This transformer is responsible for the first phase of the biphasic waveform in which the majority of the energy is present. The transformer's failure resulted in the delivery of 25% of the selected energy level. After repair, the device passed all peformance testing and was returned to the customer. Investigation found that the present case was the only instance of a failure of this transformer in this device family, leading to a conclusion of this malfunction being caused by a rare, isolated event.